Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The blue (+5) and violet (agnd) wires on the cable connecting ECG a and b and the front therapy electrode were cut. The cause of the failure was the cut wires. The root cause of the cut wires was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.